Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump caused keypad malfunction. This occurred during programming in the emergency room. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "keypad malfunction" was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the soft keys had to be pressed harder than normal to work. The keypad is required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.